Manufacturer narrative:
An event regarding crack/fracture involving a exeter stem was reported. The event was confirmed by medical review. The medical review also confirmed malposition of the omnifit shell as a major factor and stem malposition as a minor factor in the event. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: procedure-related factors: - cup malposition in near absent anteversion and severe medialization (major). Drawback of skirted femoral head use as required to compensate for the adverse effects of cup medialization (minor). Stem malposition in varus (minor). Patient-related factors - overweight condition with bmi of 33 (minor). Device-related factors: none. Diagnosis: cup malposition in near absent anteversion and severe medialization as major contributing factors to impingement risk with multiple additional minor overload contributing factors with stem varus, skirted femoral use and overweight condition have in concert contributed to a major overload condition in the arthroplasty with fatigue build-up and fatigue fracture exactly at the location of peak overload requiring revision. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded: procedure-related factors: cup malposition in near absent anteversion and severe medialization (major). - drawback of skirted femoral head use as required to compensate for the adverse effects of cup medialization (minor). Stem malposition in varus (minor). Patient-related factors - overweight condition with bmi of 33 (minor). Device-related factors: - none. Diagnosis: cup malposition in near absent anteversion and severe medialization as major contributing factors to impingement risk with multiple additional minor overload contributing factors with stem varus, skirted femoral use and overweight condition have in concert contributed to a major overload condition in the arthroplasty with fatigue build-up and fatigue fracture exactly at the location of peak overload requiring revision. No further investigation is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
The patient was operated in 2010 for the placement of a prosthesis exeter. On (B)(6) 2017, the patient presented a lot of pain and went to the doctor urgently. The doctor asked for an x-ray and verified the rupture of the prosthesis which was placed 7 years ago. On (B)(6) 2017, he underwent a surgical intervention to removed the implant and placed a new one (restoration modular). A medical review has identified " cup malposition in near absent anteversion and severe medialization". Implant sheet identifies the cup as a stryker component.